Event description:
During needle replacement, the needle cannula was found to be broken. No other information was provided as well as whether the cannula broke at the distal or proximal end.

Manufacturer narrative:
During needle replacement, the needle cannula was found to be broken. No other information was provided as well as whether the cannula broke at the distal or proximal end. The batch record review showed no abnormalities or deviations from the validated manufacturing process. Process documentation was reviewed and investigation verified that before the peel foil is sealed, the angle of the cannula cartridge end (wobble circle) was checked 100% during the assembly process. No similar non-conformance found.